Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia / bleeding") and dental caries ("tooth decay"). The patient was treated with surgery (bilateral salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dental caries outcome was unknown. The reporter considered dental caries, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Lot number: 919013 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/bleeding") and dental caries ("tooth decay"). The patient was treated with surgery (bilateral salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dental caries outcome was unknown. The reporter considered dental caries, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.